Event description:
It was reported that the customer's insulin pump alarmed motor error during prime delivery. The blood glucose reading was 8.2mmol/l. Troubleshooting was performed, and no damage to the drive support noted. Assisted the caller to run the displacement test and the test passed. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. No motor error alarm noted. The motor passed the motor test. The unit had scratched lcd window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.